Manufacturer narrative:
Product is scheduled to be returned but has not been received in by manufacturer at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file 2020-01346. Product not returned

Event description:
Customer contacted us via phone call. The customer states all 5 alarms are not alarming. Limited other information available on issues. Customer claims sensor and nurse call ports are not damaged. Battery compartment is free of damage as well. The date the issue was discovered is unknown and no patient incident or injury was reported.

Manufacturer narrative:
Visual findings observed surface scratches, indentation, and site stickers on the exterior housing. The led cover has been pushed down into the unit as it's loose or no longer attached on the upper enclosure. Evaluation of the unit was unable to confirm the reported issue of the unit not alarming. The unit was found to pass all functional testing and met specifications. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.